Event description:
The blood flow stopped temporarily after post-dilatation of the precise stent. However, the flow recovered normal after the debris was suctioned. The pt was neurologically intact following the procedure, and currently is in stable condition. The lesion was successfully treated. The pt was a male. The target lesion was carotid artery (no further detail is provided). There is no info about the target characteristics. The rate of stenosis is unk. The pt was anticoagulated (meds unk). There was no malfunction of the angioguard or the stent.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.